Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to rising pacing impedances. Intravenous antibiotics were administered to the patient. A new lead was implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis in two separate segments. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests were within normal limits. Visual inspection showed calcification on the distal end and distal shock coils. Analysis determined that these calcium deposits likely contributed to the observations of high out of range pacing impedances that were observed in the field.

Event description:
This report is being filed with analysis details.